Manufacturer narrative:
Additional information: based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility. In situ measurements show an increase in hi channels already before the reported trauma. Therefore, the contribution of a trauma to the suspected electrode damage can only be determined during investigation on the explanted device. Currently no information about further steps has been received.

Event description:
The user no longer has any hearing sensation with the device after a head trauma. Re-implantation is considered but no date has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device after a head trauma.